Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The returned sensor was further investigated and de-cased. Performed a visual inspection on the returned sensor pcba (printed circuit board assembly) and no issue was observed. However the sensor did not scan after de-casing. An extended investigation has been conducted for the reported complaint. Performed a visual inspection on the returned sensor, no issues observed. Attempted to extract data from returned sensor, sensor does not read. Performed a visual inspection on the returned sensors pcba, observed that the antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Adc is unable to perform further testing at this time due to damage during de-casing. Therefore this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
A high readings issue was reported with the adc device. Customer received higher sensor readings and experienced symptom of shaking. The customer reported they were unable to self-treat, requiring third party treatment of coke (soda) for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue was reported with the adc device. Customer received higher sensor readings and experienced symptom of shaking. The customer reported they were unable to self-treat, requiring third party treatment of coke (soda) for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.